Manufacturer narrative:
Product analysis: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. Tool marks were noted on the device can/shield. Concomitant product(s): a 6721m-50 lead, implanted: (B)(6) 2005. A 694965 lead, implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) "flipped in the pocket" and the right atrial (ra) lead exhibited loss of capture. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.